Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they usually have to charge their implant every 3 days or so, but they went to charge last night like normal and the implant was at 100% with excellent connection. Patient then said this morning they noticed something was wrong because the implant battery was still at 100% when they tried to charge again. Patient later mentioned they were also starting to notice the therapy wasn't as effective. Agent walked patient through connecting the handset and communicator to the implant. Patient was able to successfully connect to patient therapy application and reported stimulation was off. Agent reviewed how to turn therapy on, and reviewed if stimulator battery gets too low, stim will turn off and patient has to manually turn stim back on after charging up. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Patient reported the recharger automatically shuts off because the charge was too low. Patient stated they now recharge every 2 days and no more problems. Patient reported they don't allow the charge to go below 10%. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.